Event description:
It was reported that the patient was having issues charging and keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was not released by the facility therefore will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago.